Event description:
Customer reported to beckman coulter, inc. (Bec) that there was bloody fluid and clenz leak coming from the blood sampling valve area of the coulter lh 750 hematology analyzer. Customer reported that there probe wipe block seemed to be broken. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found the wash cup on the probe mechanism was broken. The fse replaced the probe wash assembly. The fse aligned the probe rinse cup. The fse ran shutdown and startup, latron controls and reproducibility. The fse verified the repairs were performed per established procedures. The fse verified the results met published performance specifications.

Manufacturer narrative:
(B)(4).